Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the broach adapter device, and the reported condition that the broach adaptor does not release broaches once locked in was confirmed. The device was visually inspected, and it was found that the cloverleaf and the guide pin were damaged. The device failed visual assessment due to the guide pin and location hole damaged. The adaptor was functionally tested and failed all functional assessment due to the guide pin and location hole damage consistent with adapter not being properly secured. Also, the broach failed the locking latch assessment due to guide pin damage consistent with broach not properly secured. It was determined that the most probable cause for the found defect is improper handling by the user. The assignable root cause was determined to be traced to the user, which is user error. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
It was reported that the broach adapter did not release broaches once they were locked in. It was reported that there was something wrong with the attachment. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.